Manufacturer narrative:
The device was received for evaluation. During evaluation the device alarmed system error 345 which was verified through the event history log review. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. Per the service procedure the ultrasonic sensor requires replacement to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.